Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged one day post implant. During extraction of the ra lead, it was noted that the helical screw of the lead had tissue embedded within it. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted there are cuts in the outer insulation with minimal blood ingression at 17.7 cm, 18.6 cm, and 29.1 cm. If information is provided in the future, a supplemental report will be issued.